Manufacturer narrative:
Philips service reconnected the video cable and restored the system to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a monitor screen issue occurred due to a disconnected video cable on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.